Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. Functional testing was able to duplicate the reported latch sensor problem. The dso seal and the latch sensor were replaced. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported ¿cassette locked¿. There was unknown patient involvement. The device evaluation found a damaged/detached downstream occlusion seal.